Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had stuck button alarm and also received insulin flow block alarm. The customer reported that the event was resolved by changing complete set (infusion set and reservoir). The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test and self test. No delivery alarm - unknown timing not confirmed. No keypad anomalies noted during testing. Keypad unresponsive error alarm not confirmed. (B)(4).